Manufacturer narrative:
Evaluation summary: the device was serviced on-site by baxter technician and the reported condition was confirmed. Review of the complaint history reveals similar battery related reports have been received for this product. There is a CAPA open to document and evaluate this issue.

Event description:
The facility reported a pump with depleted batteries. The event was reported to have occurred during biomed testing. No patient injury or medical intervention has been reported related to this device. No additional contact information was available.